Event description:
The physician explanted this lead due to a possible fracture on (B)(6) 2014. Should additional information become available, this file will be updated.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and fractured conductor coils at a distance of some 42.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.